Manufacturer narrative:
The investigation was based on the provided log file of the affected device. Based on the log file analysis the reported event could be confirmed. The log file revealed that the device was disconnected from ac mains on september 3, 2025 at 8:13 pm. Consequently, the alarm message "battery activated" was posted by the device. As per log file the operating time supplied from internal nimh battery was significantly shortened. The alarm messages "battery low" and "battery discharged" were being posted voltage-driven at 8:15 am prior to battery depletion but the normative reserve of 5 minutes between posted "battery discharged" alarm and battery depletion was not met. The batteries were installed for 14 months and may have prematurely reached their end of lifetime. The internal battery should be replaced. In case of mains power loss, the device will be supplied from the internal battery in order to continue operation. Switch-over to the battery is indicated with the alarm message ¿battery activated. The specified back-up time with a new and fully charged internal battery at typical ventilation (without gs500) is about 30 minutes. Depending on battery capacity and battery voltage further alarm messages ¿battery low¿ and ¿battery discharged¿ are intended to be posted with progressive battery operating time. Therefore, the ventilator continuously calculates the charge state of the battery based on a battery model deposited in the software. If the actual battery characteristic differs from that model, the alarm messages ¿battery low¿ and ¿battery discharged¿ may be posted earlier than expected or with less than 5 minutes remaining operating time until complete power loss. In case of complete power loss (after depletion of the battery), the acoustical power failure alarm will sound according to iec 60601-1-8. This alarm is energized independently from the power supply and will last for at least 2 minutes. In the event of complete power loss, the device will stop ventilation by opening the safety valve to ambient allowing the patient for spontaneous breathing. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that while in use, the user had the device unplugged from ac. The device only ran on battery for two minutes, then the device shut down. There were no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that while in use, the user had the device unplugged from ac. The device only ran on battery for two minutes, then the device shut down. There was no health consequences for the patient reported. The device has no UDI as an UDI was not required at the time the device was manufactured.